Manufacturer narrative:
Product event summary: it was confirmed that the overlay was cracked, and the stylus would not function on the cracked overlay.

Event description:
It was reported that the programmer's display screen was cracked and had a malfunction. The programmer has been returned to service. No patient complications have been reported as a result of this event.